Event description:
It was reported that the patient was admitted into the emergency room for weakness and dizziness. A remote pacemaker transmission indicated the atrial lead exhibited loss of capture and atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted: 2012 (B)(6); 305c23 tissue valve implanted 2005 (B)(6). (B)(4).